Event description:
The patient was enrolled in the champion-af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that thrombosis occurred. Eight days following enrollment, a left atrial appendage (laa) closure procedure was performed and the patient underwent successful placement of a 24mm watchman flx laa closure device with complete laa seal and deployed device diameter of 18.5mm. Prior to index procedure, aspirin (81 mg) and apixaban (10 mg) were administered. The following day the patient was discharged on aspirin (81 mg) and apixaban (10 mg). At the 4-month follow up, 123 days post index procedure, laa imaging and transesophageal echocardiogram (tee) assessment revealed left ventricular ejection fraction of 55% and complete seal with a non-mobile thrombus on the atrial facing surface of the 24mm watchman flx laa closure device and left to right residual atrial septal shunt. However, no evidence of thrombus in the left atrium and no pericardial effusion were noted. At the time of thrombus discovery, the patient was on aspirin.

Manufacturer narrative:
B5: narrative updated with thrombus details and treatment. H6: impact coding updated.

Event description:
The patient was enrolled in the champion-af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that thrombosis occurred. Eight days following enrollment, a left atrial appendage (laa) closure procedure was performed and the patient underwent successful placement of a 24mm watchman flx laa closure device with complete laa seal and deployed device diameter of 18.5mm. Prior to index procedure, aspirin (81 mg) and apixaban (10 mg) were administered. The following day the patient was discharged on aspirin (81 mg) and apixaban (10 mg). At the 4-month follow up, 123 days post index procedure, laa imaging and transesophageal echocardiogram (tee) assessment revealed left ventricular ejection fraction of 55% and complete seal with a non-mobile thrombus on the atrial facing surface of the 24mm watchman flx laa closure device and left to right residual atrial septal shunt. However, no evidence of thrombus in the left atrium and no pericardial effusion were noted. At the time of thrombus discovery, the patient was on aspirin. It was further reported that the thrombus was laminar, homogenous, and measured 0.7cm2. The patient was started on apixaban (10mg) in response to this event.